Manufacturer narrative:
Received one device, confirmed customers device has a delaminated downstream occlusion seal(dso). During visual inspection it was found that the dso seal was delaminated. Replaced the dso seal. Updated software. Performed dso/uso (upstream occlusion sensor) calibration. Performed performance verification tests, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.